Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was kinked within 3 hours of insertion at left arm, which cause the patient blood glucose levels was elevated, therefore patient had received manual injections until ketones come down and will try another infusion set tomorrow. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.